Manufacturer narrative:
(B)(4).

Event description:
It was reported that suspected externalized conductor was observed on fluoro. Electrical testing was normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that lead impedance anomaly was observed. Lead fracture was suspected. A kink near the header was also noted. The lead was capped. There were no adverse event for the patient.